Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. D4: batch # c9e27v. Investigation summary: visual analysis of the returned sample determined that the el5ml device was returned with the shaft broken. In addition, three(3) conforming clips and two(2) partially formed clips were returned inside a plastic bag. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Zero(0) clips were found inside clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch c9e27v number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip didn't close after firing. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. D4: batch # c9e27v. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.